Event description:
During attempted insertion of a PICC line, resistance was encountered and procedure aborted (line removed). Upon exam of the removed catheter and guidewire, the guidewire had broken at the tip and remained inside the lumen of the catheter.